Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional common device name: hwc. Expiration date reported only as 10/2020. Implant date reported only as two years prior to this report. A review of the device history record revealed no complaint related anomalies. The device history record shows lot# 6813915 of 11.0mm ti helical blade was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot (6664549) met all specifications with no anomalies noted except for bars had painted ends. Ends are cut off and discarded before material is used to process parts; therefore, nonconformance has no relevance to this complaint. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported the that the patient had a trochanteric fixation nail (tfn) procedure done about two years ago. The helical blade had broken and there was a non-union noted. The patient was revised on (B)(6) 2014 and the broken blade, nail and a locking screw were removed with ease. The patient was implanted with a competitor¿s product. There was no time delay with the removal of tfn implants. No addition information is available. This is report 1 of 2 for (B)(4).